Event description:
The pt suffered a corneal burn during phacoemulsification surgery. Several stitches were required to close the incision which was larger than normal due to the burn. The pt is expected to recover with no additional problems. The doctor also stated he has had two other corneal burns in the last six months. No pt information is available regarding those incidents.